Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted into an ami(acute myocardial infarction) patient in emergency, the iab was unable to advance through the maquet sheath due to the sheath failure. The sheath was replaced, but the iab became unfurled when inserted and could not be used. The iab was replaced to continue therapy. There was no reported injury to the patient.